Event description:
Dealer states the top horizontal tube of the upper support broke in half, and suggested it was probably from the user standing on the footrests or something. Dealer states it was not broken at a weld, no injury reported, no other info.